Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the reprocessing, a brush part of the subject device fell into the channel of the endoscope. The user retrieved the brush part from the channel. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc confirmed the subject device and found that the brush part was fatigue failure. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Since the wire around the damaged part is loosely twisted, it is possible that the wire is bent and stretched. There were some items for which information could not be obtained. If significant additional information is received, this report will be supplemented.